Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture date: oct 2, 2015. Expiration date: aug 31, 2025. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 115 mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a trochanteric femoral nail ¿ advanced (tfna) on unknown date for an intertrochanteric hip fracture. On an unknown date the patient reported hip pain. The patient was returned to surgery on (B)(6) 2017. Intraoperative x-rays were taken that revealed the helical blade had dynamically collapsed to the end of the blade travel, about 2 cm proud on the lateral cortex and had begun to migrate superiorly in the head. The helical blade protruded into the joint approximately 5 mm. Surgeon removed the helical blade and replaced it with another blade approximately 2 cm shorter. Surgeon noted due to no motion at the fracture site, the fracture had healed in a faulty position, approximately 10 to 15 degrees of varus. The revision surgery was successfully completed without any reported delay. Concomitant devices reported: tfna (quantity 1). This report is 1 of 1 for (B)(4).